Event description:
It was reported that the user discontinued ilet therapy for three days due to depleted supplies, then resumed therapy with guidance to input a fingerstick blood glucose and perform a full supply change while the sensor was in warm-up. Initial fingersticks were 263 mg/dl followed by 394 mg/dl, and later 340 mg/dl after eating, with continued downward trend. Symptoms hyperglycemia. Outcomes included successful resumption of insulin delivery without hospitalization or medical intervention. Investigation included troubleshooting and education on resuming therapy, confirmation of continuous glucose monitor (cgm) pairing status and sensor warm-up, and guidance on entering a blood glucose value to restart insulin delivery. Investigation of this case revealed user interruption of therapy due to supply unavailability and a need for re-initiation steps; no device malfunction was identified and cgm pairing was addressed with standard procedures. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of therapy with resolution through troubleshooting and education.